Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported the matrix 1.1mm drill bit broke during an unknown surgical procedure on (B)(6)2018. All fragments were retrieved, no fragments remained in patient¿s body. Surgery was completed with no delay and no reported adverse consequence to the patient. This report is for one (1) matrix 1.1mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part # 03.503.264, lot # u201088: mfg qty: (B)(4), mfg date: 25 mar 2014, supplier: orchid unique: this product is purchased from orchid unique with incoming final inspection and packaging taking place in monument. DHR indicates all inspection criteria required by were performed and passed. Certificate of conformance received from orchid unique dated 24 mar 2014. Certification indicates unique job lot number, material type 440a, processed per relevant drawing. Certification includes etch, heat treat, electropolish and passivation. There were no ncrs or reworks generated during the manufacturing of this order. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The transverse break occurred at the transition between fluted distal tip and solid shaft. The sheared off tip fragment was not returned. Document / specification review: the returned device was manufactured in march 2014 and is over 4 years old. Tabulated product drawing for the family of ø1.1mm drill with stop and hex coupling for matrix system was reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: the outside diameter of the shaft near breakage measured at cq and is within specification per relevant drawing. Conclusion: a root cause for the complaint condition could not be definitively determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.